Event description:
Follow up information received that the infection is resolved.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection. The patient was reported to have an infection at the ipg site. As a result, the patient had the entire system explanted.